Event description:
The customer reported to olympus, the soltive premium superpulsed laser system had a fiber that broke near the proximal tip that connects to the laser unit. This led to a fire on the fiber that melted the fiber coating. The fire was put away, extinguished , fiber was removed from the laser unit (thulium unit). The issue was found during a therapeutic ureteroscopy procedure. The procedure was completed, the issue did not impact the outcome of the procedure. No patient injury or harm has been reported. No user injury reported due to the event. This event is related to the event under patient identifier (B)(6) for (soltive superpulsed laser fiber tfl-fbx200bs , lot kr262833).

Manufacturer narrative:
The laser system (laser unit) was not returned for evaluation . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented based on response to follow up. Follow up communication with the customer via olympus representative reported that the laser unit was inspected and it was not damaged. In addition, the serial number of the laser unit was provided. Please refer to section d4 for the updates. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.